Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented emergently with syncope. The patient was transported to the hospital by emergency medical services. A rupture was suspected by ultrasound, and an emergency laparotomy was performed. As a result, a type ia endoleak and aneurysm rupture were observed. The stent graft was partially explanted and a blood vessel prosthesis implantation was performed. This reportedly resolved the event. The physician stated that the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.